Event description:
It was reported that a possible overdose occurred. It was stated 'around' the week of (B)(6) 2012 (no specific date was given) the patient was noted to be 'out of it,' the family 'couldn't wake her up.' The family had taken her to the clinic, 'around (B)(6) 2013,' and had 'them turn it down' because they 'thought' her pain medication was making her 'out of it,' or that the patient was 'having an allergic reaction to the pump,' and the family had been 'adjusting' her oral pain medications, because she was 'over medicated.' And then the patient had a fill on (B)(6) 2013, when they added baclofen to morphine in the pump and 'began cutting back on the baclofen pills and oxycontin pills but that didn't make a difference.' She was admitted to the hospital on (B)(6) 2013, and she was 'not getting any better.' It was reported that the patient had e coli in her lungs, pneumonia, low oxygen and co2 was 'way high, in the 80's.' The patient's oral medications were adjusted; it was not clear what the timeline was for the oral medication adjustments. It was stated she 'went from 1 baclofen three times daily to ½ tab three times daily and was taking 10 of oxycontin twice daily to once daily.' It was then noted 'we're cutting the baclofen dose down to two halves a day for seven days ' and then going to one half a day' and the hospital had 'cut off two of the percocets, because she takes that four times a day and the hospital's taking that away and her valium and some other stuff' and giving her tylenol. It was also noted that 'she would cry at night' that she 'was hurting so bad,' that the family would give her more oral oxycontin, because it didn't 'make a difference if she was taking it or not.' The patient was also taking oral percocet and valium. It was noted that the hospital didn't 'seem to help,' the patient was 'still falling, still incoherent and the pain level hasn't gotten better,' and 'has muscle spasms really bad,' and sedated. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter: model 8731sc, serial# (B)(4), implanted: (B)(6) 2012. (B)(4).